Event description:
After drawing blood, the phlebotomist went to cap the safety device on needle. It would not cap. She went to use her other thumb to cap it and the safety device fell off of the needle and fell onto the floor. This caused the phlebotomist to stick herself with the needle.